Manufacturer narrative:
Intuvie received a report indicating that the pump continues to operate; however, it fails to deliver medication, as no drug is being pulled through the system. Nurses reportedly do not notice the issue until routine patient checks, at which point it is unclear how long the medication has remained unused. As a result, the medication must be discarded, and the patient misses their scheduled infusion. A review of the device's serial number history revealed no similar complaints. The device was not returned. The failure mode was not confirmed and the probable cause remains undetermined. The investigation remains ongoing. Reference to complaint numbers: (B)(4).

Event description:
Intuvie received a report indicating that the pump continues to operate; however, it fails to deliver medication, as no drug is being pulled through the system. Nurses reportedly do not notice the issue until routine patient checks, at which point it is unclear how long the medication has remained unused. As a result, the medication must be discarded, and the patient misses their scheduled infusion. No patient harm was reported.

Manufacturer narrative:
This MDR serves as a correction: the event date has been updated to june 20, 2025. It was reported that the IV set was not being returned. As a result, further functional testing could not be performed. No additional patient or user harm has been reported at this time. Reference to complaint #: (B)(4).